Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR, device 2 is being reported under MDR-2247858-2024-00157 and device 3 is being reported under MDR-2247858-2024-00158. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The core lab sent notification of a significant finding for subject (B)(6) on (B)(6) 2024 regarding a >5mm increase sac enlargement for 3-year imaging as compared to the 30-day imaging. The pi's assessment of the 30-day CT dated (B)(6) 2021 had a diameter measurement of 55mm and the 3-year CT dated (B)(6) 2024 had a diameter measurement of 61mm; therefore reflecting a ~6mm increase. Additional information received from site on 06/10/2024: the investigator deemed it as a chronic type ii endoleak that remains stable at this time as of their 3-year follow-up." Patient outcome: "additional information received from site on 06/10/2024: no treatment planned at this time, however the subject will continue to be followed closely if treatment is indicated in the future."